Event description:
Cross-body strap in pump kit broke. Rn ambassador from abbvie witnessed. Patient needed replacement shipped. Dosing: administer the contents of 1 vial under the skin for up to 24 hours each day. Loading dose: 1.0 ml, continuous dose: 0.27 ml.hr (0.24-0.30 ml/hr), extra dose: 0.25 ml. No further information available.